Event description:
It was initially reported by the physician's nurse that their handheld was not working. It kept freezing. Troubleshooting steps were taken but it did not resolve the issue. New handheld was shipped to the site. Good faith attempts to obtain the old handheld for analysis has been unsuccessful till date.